Manufacturer narrative:
The investigation for the purge leak-pump has been completed. The product was returned and evaluated. The pump and purge cassette were inspected for any visible damage and a scratch mark/potential crack was found on the face of the reservoir. The pump was purged for 6 total hours and no external leaking was observed from the sidearm. Upon closer inspection, it appeared that the purge fluid had leaked past the seal of the reservoir "bubble," but had not leaked external to the sidearm. The leaked purge fluid inside the reservoir had not seeped through the potential crack found on the face of the reservoir. The field data logs show the purge pressure stable throughout the case around 450 mmhg and no evidence of leaking. The clinical details mention that the damage occurred during the case and the purge sidearm was cracked/damaged during transport or check in to ICU. It is unknown if the leaking into the radial seal was due to an out-of-box abnormality or a result of the damage/crack. The root cause of the pump purge leak was most likely a damaged sidearm reservoir but the cause of the damage is unknown.

Event description:
The complainant reported that the impella cp was leaking from the sidearm. Visible damage was noted to the sidearm. The impella was exchanged and there was no reported patient harm.

Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed. As noted in the impella instructions for use: impella cp with smartassist for use during cardiogenic shock and high risk cpi section: cleaning ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿.